Event description:
Pt undergoing repair of a infrarenal aaa. The power link unibody endograft up the left side without difficulty. The contralateral limb was opened and the unibody graft brought down on the aortic bifurcation. Upon trying to pull out the introducer device, the device could not be removed. The procedure was converted to an open procedure. During attempts to remove the device, the external iliac artery was perforated.